Event description:
The consumer reported they were charging too frequently. The patient had not been recently reprogrammed, switched to a new group, had the need to increase parameters, or had any previous overdischarge events. It was noted the patient was charging every sunday and before had to charge once every two weeks. The patient was on group a, program 1 at 2.5 volts and program 2 at 3.75 volts. The patient stated she did not mess with the settings much. In (B)(6) 2015, the patient had the manufacturer's representative (rep) set it for her and had not really touched it since. A fall could have been related to this issue. On the saturday prior to the report the patient fell and hit the bath tub and the patient also fell the saturday before then. These falls occurred on (B)(6) 2016. There were no unrelated medical procedures. The patient fell because she was in so much pain and uncomfortable. Since the last couple months or (B)(6) 2016, the patient had pain down the legs, jolting where the leads were, and frequent recharging. It was noted the patient had the si joint fused. The patient was upset and said she was going to go down to the doctor the week of the report which was over three hours away. The rep said he could not see her until thursday or friday and the patient said she could not wait that long because she was in pain. The patient noted she had made an appointment where the rep was to show and did not. Relevant medical history included non-malignant pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# va0at8e, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0h9w3, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient fell and hit their head in the bathtub. X-rays were taken and nothing was believed to have moved. This occurred in (B)(6) 2016. It was clarified in the phone call that it did not occur in (B)(6), but (B)(6) 2016. It was reported that their ins was draining quickly and would not hold a charge. It was reported that they could go 2 weeks before the fall but since the fall they needed to charge every 4 days. Patient reported their stimulation was in the wrong area and they thought the lead had moved. Stimulation was in their butt instead of their right lower back where it was supposed to be. Patient reported their stimulation was not in the right area because their pain had returned and it was affecting their sleep. It was reported that this had been occurring daily and that it began in (B)(6) 2016. In (B)(6) 2017 they met with a manufacturer representative and tried reprogramming. This did not resolve the issue and they were unable to put the leads up on their device when they tried to program. It was later reported that in (B)(6) 2017, the patient had more x-rays performed and one of their leads was broken. They also said both leads on their right side had moved and were not in the proper place. Patient reported they are skinny and could see the two leads on their left side but not the ones on their right side. It was reported that they would have a lead replacement. On (B)(6) 2017, they would be meeting with their physician to discuss/plan for the replacement surgery. Previous information reported under regulatory report # 3004209178-2017-02729. All further information regarding this event will be under this regulatory report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.